Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine transplant on (B)(6) 2024. No issues related to the device or device therapy were reported. (B)(6) was returned assembled with the driveline severed approximately 1.0¿ from the pump housing. Approximately 30.0¿ of the distal end of the driveline was returned with the controller connector. The inlet elbow was returned attached to the pump inlet port. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft and outflow graft bend relief severed adjacent to the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate ii lvas patient handbook rev. D, are currently available. Although no device-related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation of the returned pump after routine transplant, visual inspection of the driveline potting inside the pump outlet housing revealed that the potting had an opaque, brown color. There was no evidence of fluid ingress into the surrounding space. This discoloration was found to be due to incomplete mixing or insufficient batch size. The issue was cosmetic only and would not have affected device functionality. It was also stated that superficial damage to the outer jacket was observed upon removal of rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine transplant. No issues related to the device or device therapy were reported. Additional information revealed that the pump was explanted on (B)(6) 2024. (B)(6) was returned assembled with the driveline severed approximately 1.0¿ from the pump housing. Approximately 30.0¿ of the distal end of the driveline was returned with the controller connector. The inlet elbow was returned attached to the pump inlet port. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft and outflow graft bend relief severed adjacent to the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handboo. Rev. D, are currently available. Although no device-related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated on (B)(6) 2024 that the removal date for the pump was (B)(6) 2024.